Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2024, it was reported that the patient faced infusion set cannula was bent within 3 or more hours after insertion at abdomen, which caused the patient blood glucose elevated to 600 mg/dl, therefore patient had received correction bolus via pump. The infusion set was in use for 24 hours. The patient first went to emergency room and was subsequently hospitalized on (B)(6)2024 and received treatment of IV and fluids of saline and insulin. The patient also had high ketones. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available